Manufacturer narrative:
The device showed signs of not being properly maintained per the instructions for use.

Event description:
The distributor reported that the scissor blade of the 23g hoffman/ahmed micro-scissor broke during surgery in the pt's eye. There was no impact to the pt.